Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known and the customer consumed carbohydrates and juice to address bg. Reportedly, the customer experienced chest and stomach pains; however, it could not be confirmed if the issues were related to the low bg event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.